Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("cramping"), menstrual disorder ("blood clots with menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the pelvic pain, abdominal pain lower, menstrual disorder and menstruation irregular had resolved. The reporter considered pelvic pain, abdominal pain lower, menstrual disorder and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events, including severe pelvic pain. The plaintiff was submitted to hysterectomy and bilateral salpingectomy on (B)(6) 2016, in which essure was removed. Pelvic pain may occur during essure therapy. In this case the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since a surgery was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 48-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("blood clots with menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy on 1(B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abdominal pain lower, menstrual disorder and menstruation irregular had resolved. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: patient demographic and events (abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 48-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In january 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("blood clots with menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy on 16-aug-2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abdominal pain lower, menstrual disorder and menstruation irregular had resolved. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-mar-2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("blood clots with menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abdominal pain lower, menstrual disorder and menstruation irregular had resolved. The reporter considered abdominal pain lower, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events, including severe pelvic pain. The plaintiff was submitted to hysterectomy and bilateral salpingectomy on (B)(6) 2016, in which essure was removed. Pelvic pain may occur during essure therapy. In this case the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since a surgery was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.